Manufacturer narrative:
Covidien reference number: (B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator stopped cycling. Although requested, information as to the use of the device at the time of the alleged malfunction has not been provided.